Event description:
It was learned via the implant patient registry that a 27mm bioprosthetic mitral valve, implanted for seven (7) years and 11 months, was explanted due to unknown reasons. The explanted device was replaced with a 27mm bioprosthetic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional narratives: the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives. Updated b5 and h6 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that a 7300tfx 27mm bioprosthetic mitral valve, implanted for seven (7) years and 11 months, was explanted due to enterococcus faecalis endocarditis. The explanted device was replaced with a 7300tfx 27mm bioprosthetic valve. The patient outcome was stable.